Manufacturer narrative:
The glidescope avl video baton 1-2 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton where they were able to duplicate the reported disappearing image issue. It was found that when the cable was manipulated, the image would disappear. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 04-jun-2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the customer received a replacement and there are no repairs available for the device, the returned baton was scrapped. Although the root cause could not be determined, it is likely that the age of the device, six (6) years caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the image would disappear intermittently when the cable was manipulated. The customer indicated the procedure was completed with a back up glidescope avl video baton 3-4, which was made available within 30 seconds. No harm to the patient or user was reported.